Event description:
A zoll distributor returned electrode belt sn (B)(4) to report that the belt had non-functional therapy electrodes.

Manufacturer narrative:
Device evaluation summary. Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (non-functional therapy electrodes) has been confirmed. Upon investigation, the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open pulse wire in the cable connecting in the ECG a, b and the front therapy electrode, between the distribution node (dn) and ECG b. The root cause for the open pulse wire was excessive force. No adverse event resulted from the open pulse wire.